Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the charged couple device was broke, and the fiber bonding in the outer tube area in the distal end was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: green image was due to broken charged couple device. In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope had a green image. There were no reports of patient harm.